Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfc system. No x-ray was available and a system reboot did not resolve the issue. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined as an arcing inside the high voltage tank due to an error of the d600 board. The x-ray tube was replaced and the system was turned back over to the customer. No further errors have been reported. The measure taken is sufficient to solve the problem and to prevent the failure from recurring.